Manufacturer narrative:
A product investigation is in progress. Correction: the product in this case is "tampaxtamponsradiantradiantsupernondo" received on 26-apr-2021.

Event description:
Consumer reports via e-mail that tampon string broke and split. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reports via e-mail that tampon string broke and split. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer reports via e-mail that tampon string broke and split. No injury reported.